Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).